Event description:
It was reported that the lateral compartment wore out. Surgeon felt total knee arthroplasty was best course. Surgeon feels that implants ran their life expectancy.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.